Manufacturer narrative:
Manufacturer¿s ref#: (B)(4). This complaint is from study: (B)(4): zenith alpha thoracic post market retrospective study. Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of the event. On (B)(6) 2023, the 78-year-old female patient was emergently treated for a hyperacute thoracic aortic dissection type b with placement of a zta-p-32-201 (complaint device) from zone 3 to above celiac artery. Procedure angiography revealed patent study device, no device issues, and patent thoracic and abdominal false lumen with unknown source of flow. On (B)(6) 2023, the patient experienced dissected right renal artery stenosis, noted as not related to the study device or procedure, related to the treated aortic disease. On (B)(6) 2023, the patient experienced celiac trunk stenosis, noted as not related to the study device, related to the study procedure and the treated aortic disease. On (B)(6) 2023, the patient underwent treatment for both events: an unsuccessful attempt to recanalize the right renal artery and stenting of the visceral aorta with a zdes-36-180 and angioplasty. This was noted as a secondary intervention. Also, on (B)(6) 2023, the patient experienced a urinary tract infection, treated with antibiotics, not related to the study device or procedure. On (B)(6) 2023, the 1-month follow-up non-contrast CT revealed patent study device, no thrombus, no device issues, patent thoracic and abdominal false lumen with unknown source of flow, and a type 1b endoleak (current complaint). The endoleak was not treated and is noted as related to the study device, not related to the procedure or treated aortic disease. Additional info provided: ¿the CT scan performed on (B)(6) 2023 (1 month follow-up) showed a significant increase in dilatation of the descending thoracic aorta, leading to suspicion of a distal type 1b endoleak. A new CT scan performed on (B)(6) 2024 was reassuring, this time showing a reduction in aortic diameter from 56 mm to 53 mm. The ectatic zone in the descending thoracic aorta no longer appeared to be fed and was in the process of being reabsorbed, so the leak appeared to be stopping. A new aortic CT scan performed on (B)(6) 2024 showed that the aortic dissection was stable and that there were no complications with the thoracic graft. There were no further signs of endoleak.¿ on an unknown date in 2024, the patient experienced progression of prostate cancer, not related to the study device or procedure. The 6-month and 12-month follow-up cts, completed on (B)(6) 2024 and on (B)(6) 2025 respectively, both revealed patent study device, no thrombus, no device issues, thrombosed thoracic false lumen, and patent abdominal false lumen with unknown source of flow. The patient remains in the study; the study data collection is ongoing. Review of the device history record gave no indication of the device being produced out of specification. According to the IFU (instruction for use), the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in the patient with dissections. Consequently, the use of the complaint device is outside of the intended use. This complaint includes retrospective data. No images were provided for the investigation and based on the reported information; it cannot be ruled out that the use of the zta device for treatment of a type b dissection could have contributed to the reported type 1b endoleak. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: a type ib endoleak was reported 49 days post-procedure. On (B)(6) 2023, the 1-month follow-up non-contrast CT revealed patent study device, no thrombus, no device issues, patent thoracic and abdominal false lumen with unknown source of flow, and a type ib endoleak. The endoleak was not treated and is noted as related to the study device, not related to the procedure or treated aortic disease. Additional info provided: ¿the CT scan performed on (B)(6) 2023 (1 month follow-up) showed a significant increase in dilatation of the descending thoracic aorta, leading to suspicion of a distal type ib endoleak. A new CT scan performed on (B)(6) 2024 was reassuring, this time showing a reduction in aortic diameter from 56 mm to 53 mm. The ectatic zone in the descending thoracic aorta no longer appeared to be fed and was in the process of being reabsorbed, so the leak appeared to be stopping. A new aortic CT scan performed on (B)(6) 2024 showed that the aortic dissection was stable and that there were no complications with the thoracic graft. There were no further signs of endoleak.¿ the 6-month and 12-month follow-up cts, completed on (B)(6) 2024 and (B)(6) 2025 respectively, both revealed patent study device, no thrombus, no device issues, thrombosed thoracic false lumen, and patent abdominal false lumen with unknown source of flow. Patient outcome: the endoleak is noted as resolved, confirmed by imaging.